Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a shaft that was slightly bent. It was determined that this caused by allowing the shaft to come in contact with a hard object; and from not using the protective cap, which was indicative of customer misuse, abuse, and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer device stopped at mid-surgery. There were no delays to the surgical procedure as ¿more sets¿ were available for use. There were no patient injuries. It was not reported if there was a medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.